Manufacturer narrative:
The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported the incorrect placement of a xen 45 gel stent into the patient's eye. The stent remains implanted as it would have been a little difficult to get out, so the doctor decided to leave it in and place a new one in a better position.